Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had the whole image turn green and flicker. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of color malfunction ¿green/purple image¿ was attributed to a defect in the cable unit: ¿1. Cable pins of odu [odu is a company's name] connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ or, the color malfunction ¿green/purple image¿ could instead have been caused by a defect in the r-unit [charged coupled device]: unacceptable tension in the area of the "ccd [charged coupled device] w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. 1) if the color malfunction ¿green/purple image¿ was caused by a defect in the cable unit. The issue was addressed by an optimization of the manufacturing process for soldering connections between the cable and odu connector). If the color malfunction ¿green/purple image¿ was caused by a defect in the r-unit: the issue was dealt with an optimization of bumper sleeve bonding and a reconstruction of the fixtures 5016686. The action taken to implement these changes is deemed closed. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.